Event description:
The customer reported that the unit was monitoring a pt and shut down due to a low battery.

Manufacturer narrative:
The customer reported that the unit was monitoring a pt and shut down due to a low battery. The customer evaluated the device, found a loose wire on the ac power module, and replaced this module. Subsequently, the customer reported to philips that replacing the ac power module resolved the issue.